Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in a severely calcified and moderately tortuous unspecified vessel. The 15mm x 2.5mm maverick 2 monorail was selected and advanced to treat the target lesion and the balloon ruptured upon the 1st inflation at 10atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).